Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's lcd screen was blank. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's lcd screen will be replaced to address the issue. The device had evidence of physical damage. Evaluation conclusion: device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.